Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. The exposed cut wire was intact and in a normal state (unbowed). A functional evaluation found that device was able to bow within specification and able to release the bow. Although the complaint of the device would not release the bow was not confirmed, it is unknown if procedural/anatomical factors hindered the device's ability to release the bow.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, the papilla was cut using this device but the cutting wire of the device could not retract. (The tip of the device could not return to normal form again, it would no unbow). The procedure was completed with the subject stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, the papilla was cut using this device but the cutting wire of the device could not retract. (The tip of the device could not return to normal form again, it would no unbow). The procedure was completed with the subject stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (would not unbow). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)